Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 22, the patient was implanted with one biomimics 3d stent (a 6 x 100mm stent) to treat a denovo lesion of the superficial femoral artery (sfa) middle third to distal third segment in the left leg. A contralateral approach was used. The lesion was also post-dilated with percutaneous transluminal angioplasty (pta). The site reported that on (B)(6) 22, an event of restenosis of treated segment (target lesion) was identified. The patient who has a medical history of chronic neuropathy, attended the clinic with complaints of left lower extremity discomfort. The patient had a duplex ultrasound (dus) of bilateral lower extremities. The target limb (left leg extremity (lle)) showed > 75% stenosis. It was reported as target lesion related. It was reported as definitely related to the device. The patient was treated on (B)(6) 22 with drug coated balloon / drug eluting balloon (dcb/deb) and laser atherectomy on the sfa middle third to distal third segment. This was reported as a target lesion revascularisation(tlr)/target vessel revascularisation (tvr). The event was reported as resolved/recovered and the device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.